Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Intraprocedural or post-procedural images were not provided for review; therefore, the reported event cannot be confirmed.

Event description:
It was reported that during coil embolization of an acom bifurcation aneurysm, the embolization coil was dislodged from the aneurysm and migrated to the pericallosal artery. No additional intervention was performed. The procedure was completed without further issues. There was no reported patient injury. The patient is currently reported to be well and has no deficits.